Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to meter error message. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note 1: manufacturer contacted customer in a follow-up call on 05-mar-2025 to ensure the customer's condition had improved- able to establish contact with customer who stated she was still feeling weak and dizzy. Customer stated that she had gone to urgent care after the initial call. Customer stated her blood glucose test result at urgent care had been between 70-87 mg/dl (exact result not provided). Customer did not receive a diagnosis or any treatment and had left the urgent care the same day. Note 2: manufacturer contacted customer in a follow-up call on 11-mar-2025 to ensure the customer's condition had improved- able to establish contact with customer who stated she was still feeling weak and dizzy. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on 14-mar-2025 to ensure the customer's condition had improved and that the replacement products resolved the initial concern- able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated the replacement products resolved the initial concern.

Event description:
Consumer reported complaint for error messages (e-2 and e-3). The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/24/2026 and open vial date is 03/01/2025. During the call, a back-to-back blood test was performed by the customer and produced e-5 error messages using true metrix meter. Customer reported feeling weak and dizzy; customer stated she had been feeling this way for the past 12 days. Customer stated due to the e-5 error message she would contact her doctor and possibly go to urgent care.